Manufacturer narrative:
Failure analysis revealed that the insulin pump was not able to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the prime anomaly.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's most recent blood glucose reading at time of call was 166 mg/dl. No further info was provided.